Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed all the stations were on critical override for 4 sites. The customer attempted troubleshooting by rebooting the station. However, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in critical override. A technical support specialist checked the application server and noted from task manager that the uptime was 343 days, requested a server reboot and proceeded to reboot it. The database server was still processing windows updates, and the customer called because the stations were in disconnect mode. Once the updates were completed, both the database and report servers rebooted successfully, while the application server initially displayed a black screen then followed the steps in knowledge article (ka) pyxis es server reboot process and validation, and all servers were successfully rebooted. The customer confirmed that printing was functioning correctly and also verified that the station was operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed all the stations were on critical override for 4 sites. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.